Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000542, ubd: unknown, UDI#: unknown product ID: bi71000416, ubd: unknown, UDI#: unknown g04138: washer g04018: cable h3, h6: the system was serviced in the field. The rep confirmed that this system would not complete 2-dimensional (2d) extended gain calibrations. The rep made several attempts with no success. Everything else worked fine. The rep ran several enhanced cranial spins with no issues. The rep could hear a small snap sound in the gantry area when trying to perform the extended gain cal and exposure light went out. The rep was later notified that after the site took it in the room, they could not do a standard or high definition (hd) spin, so the rep had them try the foot switch with same results. With 40 and 41 generator errors, the cable chain was replaced and the issue was resolved. Codes b01, c07, and d02 are applicable. H3, h6: the returned cable was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the x-ray tech was unable to complete the gain calibration on the system. There was no patient present.